Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/23/19. Device returned to manufacturer? Yes. Device evaluation: visual inspection of the product shows it was cut in half, most probably to aid in explant. The lens was cleaned with purified water and dried with compressed air to ease inspection. Further examination under magnification revealed damage to the optic surfaces consistent with a lens that was handled with forceps and removed. The reported issue could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. It was indicated that the device is not returning for evaluation as it was discarded; therefore a failure analysis of the complaint device cannot be completed. A review of the device or lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was cut out, removed during the same procedure and the surgery was completed successfully using a replacement lens. Reportedly, the incision was enlarged, however, there was no other patient injury and the patient is doing fine. Through follow up, it was learned that the lens was removed and replaced due to a loading error and was not observed until the lens was in the eye. The lens was discarded. Another lens (same model and diopter) was implanted as a replacement. No additional information was provided to johnson & johnson surgical vision.